Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has a protruded drive support cap. The customer has a blood glucose reading of 230 mg/dl. The insulin continues to exit the insulin pump during the prime/rewind process. The insulin pump alarms during the prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.